Event description:
The customer stated that samples tested in 2006 were recently retested. Six samples were found to be discrepant upon retesting. Four of the samples initially tested axsym cmv igg negative and two initially tested axsym cmv lgg weakly positive. All six samples retested positive using axsym and architect i2000 cmv igg assays. No specific pt data was provided. No impact to pt management was reported.

Manufacturer narrative:
The customer was unsure of the lot number of axsym cmv igg reagent used during testing. To investigate the customer's concern, customer complaints were reviewed to determine if other customers experienced the same issue. Review of this data did identify an increase in complaint activity for discrepant result complaints; however this increase was not specific to a particular lot, and it does not indicate the product is performing contrary to its intended use. Unfortunately, the lot of material in question was not known and an exact cause of the discrepant results observed by the customer could not be determined. The axsym system operations manual, section 10, observed problems- results erratic, discrepant and/or imprecision, provides an explanation of the various conditions that might be the source(s) of the discrepant results pbserved. This section also outlines the corrective action(s) that may aide in resolving the issue. This is the final report.